Event description:
My (B)(6) health toothbrush broke in my mouth while I was brushing my teeth. I have only been using this toothbrush for about a month. It was a very unpleasant experience as the plastic head snapped off and nearly detached completely while in my mouth. Some of the plastic bristles got stuck in my mouth and were hard to spit out. I am lucky that I didn't swallow the toothbrush head or any bristles. I think that other (B)(6) health toothbrushes may be defective like this one. I think it is possible for this product to cause people serious harm or even death. I have pictures of the broken toothbrush. Injury information: incident, no injury. Product description: (B)(6) health toothbrush, transparent handle with purple accents and blue bristles. Retailer: (B)(6). Purchase date: (B)(6)2016. This date is an estimate. The product was damaged before the incident: no. The product was modified before the incident: no. Document number: (B)(4). Report number: (B)(4).